Manufacturer narrative:
The clinical representative noted that he was unsure if cultures were taken at the time of the explant procedure. On (B)(6) 2021, the clinical representative was informed by the patient of a recent visit to the emergency room for increased pain following the explant procedure and the patient was admitted for surgery to clean out the infection. The stimwave representative assigned to this case has not been able to obtain any further updates from the patient. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, the patient engaging in strenuous or physical activity following the procedure, implanting an expired product, not prepping the skin, using inappropriate tools, patient picking at the wound, not irrigating the incision site, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician states the reason for the infection is unknown. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used for the treatment of pain. The cause of the infection is unknown/no fault found.

Event description:
On (B)(6) 2021, the stimulator was successfully explanted, and the implanting clinician noted during the explant that the infection did not appear to be severe.